Event description:
Customer complains blood leak during treatment. No additional info available. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info is expected for this specific event as soon as the sample arrives for investigation. The root cause of this event cannot be determined yet.